Event description:
Caller reported potential false negative urine hcg test results on cardinal sp hcg cassette vs. Quantitative results. (B)(4) personnel performed testing; mentioned that they had seen potential false negative results on several patients when using the cardinal sp hcg cassette test. Quantitative testing was performed with positive results (no values given). No patient information was provided.

Manufacturer narrative:
Retain testing: lot number(s): hcg1120072. Expiration date(s): 12/01/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 244.71iu/ml hcg urine control lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 244.71iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For testing on returned product, see page three. Testing on returned product: lot number(s): hcg1120072. Expiration date(s): 12/01/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 210iu/ml hcg urine control lot: hcg120229-02. Summary of results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the information provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012, two cases have been reported for false negative results on this lot.